Event description:
During resuscitation of pt, immediately following the 20th defibrillation, the monitor screen went blank, causing only the rhythm waveform to be blanked out. All alphanumerics remained on and heartrate continued to count. Defibrillator/monitor was operating on "ac" power. Though pt expired, pt had not been expected to survive resuscitation efforts.